Event description:
Related manufacturer reference number: 2017865-2022-03508. It was reported that the patient presented for pre discharge check. During the check, it was discovered that the right atrial lead exhibited loss of capture and no sensing. Programming changes were performed, sensing and capture thresholds were noted to be fine. On (B)(6) 2022, patient presented for a follow-up and it was discovered that the right ventricular lead exhibited high capture thresholds, low impedance, and failure to sense. Programming changes were performed, and the patient was scheduled for repositioning of the leads. On (B)(6) 2022, during the procedure it was noted that the right atrial lead exhibited noise. Both leads were repositioned successfully. There were no patient consequences.